Event description:
The device was returned to the manufacturer for analysis. No reason was given for explant and the implant duration is unknown. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.